Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported device being damaged by another device appears to be related to user technique and ultimately resulted in the slda of the clip. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device. The clip delivery system (70315u253) is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment (slda) (70208u121). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted. The third clip delivery system (cds 70315u253) was advanced to the mitral valve. During positioning, the clip touched the second implanted clip (70208u121) and caused the implanted clip to detach from the anterior leaflet, remaining attached to the posterior leaflet (slda). The third clip was implanted to stabilize the slda clip and reduce the mr to 2. No additional information was provided.